Manufacturer narrative:
(B)(4). Concomitant medical products: unk m2a cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Mutiple MDR reports were filed for this event, please associated reports. 0001825034-2022-02717. Not returned due to hospital policy.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. The patient is experiencing hip pain with mild metallosis and an increase ion level of magnum metal on metal tha necessitated hip revision. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code - mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.